Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report peri-procedure, single leaflet device attachment and tissue damage occurred. It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4 and a2 flail. One clip was implanted successfully, reducing mr to 1. Three hours post procedure, control echocardiogram found that the clip had torn off the posterior leaflet. The clip remained attached to the anterior leaflet. Mr increased to 4. There was no treatment performed. The physician is debating if a second mitraclip procedure is beneficial or mitral valve replacement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, the reported single leaflet device attachment (slda) appears to be due to reported tissue damage. The reported tissue damage appears to be due to challenging patient anatomy. Additionally, reported mitral regurgitation (mr) was cascading effect of the reported tissue damage. The reported patient effects of tissue damage and mitral regurgitation are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.